Event description:
It was reported the patient experienced a warm sensation in or around the implantable neurostimulator (ins) pocket during recharging. The patient was recharging 2 weeks ago and started to gradually notice that it was starting to get warm, which was unusual, and then it became hot. This occurred about 2 hours after the patient started the recharge session. The patient did not see any type of temperature screen or error code. The patient usually recharged every three weeks, but it varies and he recharges as needed. The patient was afraid to recharge and he turned stimulation off so the ins wouldn¿t discharge as quickly. The patient was concerned there may be an issue with the recharger (insr) or at her implant site. The patient recharged with a t-shirt over the site. The site became very hot during the last recharging session. The recharger was not returned. Four to five days after the incident, the ins site was real sore and the patient couldn¿t lay on it or move without it hurting. The ins site and right beside the site was very sore to the touch. The patient felt a ¿ball of wire¿ and ¿something plastic.¿ no fall or trauma was reported. The patient had called his health care provider and left a message. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.

Event description:
Additional information received reported that the patient recharged with a t-shirt over the site and the implantable neurostimulator (ins) site became hot. About 4 or 5 days after the incident, the ins site was real sore and he couldn¿t lay on it or move without it hurting. The patient¿s ins site was so sore that he couldn¿t even touch it. A few weeks later, the patient received the new part and it was working well. It was unknown if it still felt warm around the patient¿s pocket. The patient saw the physician during the week of (B)(6) 2014 and would go back in 2 weeks if he was not feeling better.

Manufacturer narrative:
Concomitant products: product ID 37791, lot # unknown, product type recharger; product ID 3887-45, lot # j0542982v, product type lead. (B)(4).

Event description:
Additional information received about a month later reported that the complaint and symptoms had really improved. He only had one small area of tenderness. He had fallen asleep on the recharger, and was on it for less than 2 hours but he thought that was what caused the problem. It was noted that the patient saw his physician and if all the soreness was not gone in 2 weeks he would call and make an appointment to be seen. The physician did not find anything wrong.